Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016 referring to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in an unspecified date. Not even 3 weeks after she had essure implanted she stated it had been nothing but problems. She started to bleed weeks at a time. The doctor decided to do the novasure which stopped the heavily bleeding but had continued to bleed every month. She reported that had been pregnant 3 times (refer to case numbers (B)(4) for the 2nd and 3rd pregnancies) and all of them ended with a miscarriage; first one in 2011, second in 2012 and third in 2013. She had gone to the emergency room numerous times for pelvic pain and a lot of other side effects. She still had to deal with the pain. The reporter considered the events related to essure. Follow-up received on 14-apr-2016:quality-safety evaluation:this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se company causality comment:this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had been pregnant for the first time and the pregnancy ended in a miscarriage. She started to bleed weeks at a time and novasure was done which stopped the heavily bleeding but had continued to bleed every month. These events, seen as pregnancy, miscarriage and genital bleeding, are serious due to medical importance. All events are listed in the reference safety information for essure, except miscarriage which is unlisted pregnancies have been reported among women with essure micro-inserts in place. In this case, limited information regarding this event was reported. Thus, the possibility of device inefficacy cannot be excluded. In addition, although gestational age had not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, therefore causal relationship with essure use is very unlikely. Considering genital bleeding may occur during essure use and the implied temporal relationship, causality with essure use cannot be excluded and since an intervention was required to treat it (novasure), this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information can be obtained including pregnancy questionnaire due to lack of consumer's contact.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.